Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the received the elective replacement indicator (eri) message and later the patient¿s ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.